Event description:
It was reported the patient's blood glucose level was greater than 250 mg/dl. When the pod was removed from the infusion site, the pod's cannula was found bent and likely not properly inserted. As treatment a replacement order was placed.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.